Event description:
Reporter complains of breast pain, disfigurement and complictions, lupus (sle), burning in chest, neurological disorders, immunologic disorders, arthritis, elevated ana, raynaud's phenomenon, skin rashes, serologic abnormalities, myalgia, lymphadenopathy, chronic fatigue, sleep disturbances, pathological findings, chronic inflammation, burning in chest, suspects silicone migration detected in 3rd and 4th lymph glands under sternum, suspected diseintegration.